Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/29/2015 with the following findings: a review of the black box showed multiple reboots had occurred. The battery voltage at the time of the reboots was above the battery alarm/warning threshold. The returned battery cap was used to complete investigation. The battery compartment and cap were both undamaged, and the battery cap contacts were within specifications. The battery cap was fastened and unscrewed a half turn with no power issues occurring. The pump powered on normally and successfully completed a rewind, load, and prime sequence with no power issues or alarms occurring. The pump was exercised for 24 hours with no power issues or alarms occurring. The complaint of intermittent power could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).